Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 to (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 18.0 diopter intraocular lens (iol) was implanted into the right eye (od) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to dysphotopsia. There was no incision enlargement, vitrectomy, or sutures. The lens was replaced with a z9002 17.5 diopter iol. Reportedly, there was no patient injury and the patient is doing well post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/7/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.